Manufacturer narrative:
(B)(4) ¿ battery/catalog number 1650de/expiration 30apr2016 (B)(4). No, product not received - not returned to manufacturer. Mfg date: 30apr2015. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries caused switching and the light emitting diode (led)s would fail at random. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction this report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Bat206594: the returned battery passed external visual inspection and functional testing. Additional product: device: bat207255 ¿ battery. Device available for evaluation?: yes. Return date: 2017-12-05. Device evaluated by MFR?: yes. (B)(4). The returned battery passed external visual inspection and functional testing.

Manufacturer narrative:
Product analysis summary: two batteries (bat206594 and bat207255) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log files covering the event date were not available for analysis. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing; the led indicators displayed the proper capacity status. In addition, the reported power switching could not be confirmed during testing. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching events are most often attributed to communication errors or momentary disconnections between the controller and batteries. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.